Manufacturer narrative:
Initial.

Event description:
It was reported that a user exercising with an ilet system treated a blood glucose of 72 mg/dl and subsequently experienced hyperglycemia up to 227 mg/dl; the agent provided education on proper hypoglycemia treatment and reviewed the glucose tablet nutrition label to ensure correct carbohydrate dosing, indicating an incorrect user procedure. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.